Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml at a dose of 641.9 mcg per day via an infusion pump for intractable spasticity and cerebral palsy. It was reported premature battery depletion as well as a motor stall occurred. The issue was identified by the patient when their pump alarm was heard and symptoms of baclofen withdrawal began. The patient¿s managing physician identified the motor stall and scheduled an immediate pump replacement. The issue was considered resolved at the time of the initial report. The patient¿s status was listed as ¿alive ¿ no injury¿ at the time of the report as well. No further information was provided. Should additional information be received, a follow up report will be submitted.

Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.